Manufacturer narrative:
H11: the initial MDR is not applicable as this is not a reportable event. Claim # (B)(4).

Manufacturer narrative:
. H6 - work order search: no similar complaint was reported for units within the same lot. H11: excessive vault is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of event was reported as unknown.